Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Contacted customer for the correct unit serial number.

Event description:
The customer reported that during installation of 2nd gen lcd and now has blank screen. The customer reported there was no patient involvement.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found.